Event description:
Blood leak occurred after start of hemodialysis treatment. The total blood loss volume was 250cc. Pt became hypotensive after pt was disconnected from the machine - resolved with 300 ml saline solution. The pt got well after the treatment.